Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd) rn] reported to fresenius this pd patient on the liberty select cycler was hospitalized due to her pd catheter (not a fresenius product) being stuck in her bowel. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following drain complications during ccpd therapy on the liberty select cycler at home. The patient's drain complications were attributed to a migration of her pd catheter (not a fresenius product) and peritoneal adhesions. It was affirmed the patient did not experience a serious injury or adverse event that could have potentially caused or contributed to this patient's pd catheter complications. The patient underwent a pd catheter revision procedure during this hospitalization. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model} for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient's pd catheter complications, adhesions, drain complications, and the associated hospitalizations were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was hospitalized again on (B)(6) 2023 for slow drains during ccpd therapy on the liberty select cycler at home (event captured and investigated in file: (B)(4)}. The patient has persisting pd catheter issues during ccpd therapy on the same liberty select cycler post-discharge but is refusing to transition to hemodialysis for renal replacement therapy. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. File#: (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).